Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Furthermore, the sterilization record associated with the device was reviewed and confirmed that sterilization of the product met the requirements. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
28 days post implant, patient presented to the emergency room for positive rhizobium radiobacter infection from a blood culture drawn on (B)(6) 2019. Per infectious disease team, the type of bacteria present could be associated with a foreign body, specifically the patients loop recorder or the recently implanted cardiomems sensor. Patient was also noted to be immunocompromised. Patient was put on IV antibiotics and discharged. Blood cultures were negative on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. A transesophageal echocardiography performed on (B)(6) 2019 revealed a 5 mm mobile vegetation on the right coronary cusp of the aortic valve, and on (B)(6) 2019 an 8 mm mobile vegetation on the right coronary cusp of the aortic valve. The source of infection has not been identified. The physician strongly feels this event was not related to the cardiomems and there is no conclusive evidence to support relatedness.